Manufacturer narrative:
(B)(6). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that when alarms triggered, no audible tones were heard. The device was in use monitoring patients. The device was in use monitoring patients.